Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was rough running. It was further observed that the device had an air leak and the soft mode switch failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the hose for air could not be connected to the compact air drive device. It was further reported that there was an issue with the coupling mechanism of the compact air drive device. During in-house engineering evaluation, it was observed the motor seized and was running rough on the device. It was further observed that the soft mode switch failed and there was an air leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.